Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The cerelink icp estension cable was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined; however, a possible root cause could be a defective sensor. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 3 reports. Other mfg report numbers: 3014334038-2025-00030, 3014334038-2025-00032. This report is for cerelink icp ext cable: a facility reported a cerelink monitor displayed "sensor failure" while in use in the intensive care unit. The senor was removed. No additional information has been provided after several attempts.